Event description:
The hcp reported that the pt was experiencing loss of eficacy. The pump was refilled and approximately 2 weeks later, the pt noted increasing symptoms. The pt returned to the clinic. At that time, 18ccs were aspirated; the estimated reservoir volume was 10 ccs. The device was implanted 60 months ago.